Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User(nurse) called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy regarding the leak in the circuit alarm that happened a couple times recently. User e stated he checked the tubing for blood, connections are tight and insertion site looked normal. Then he pressed start button.also stated patient was vented with peep of 5. The esp personel explained that patient with peep of 5 could be the cause of this alarm and once again confirmed wiht the user that the checks he had done from the help screen were normal, he just needed to hit start and resume pumping. User was appreciative of the help. No harm or injury reported.